Manufacturer narrative:
Eval summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the device would not pass the initial pre run test. The customer was not sure how the case was completed. There was no pt consequence reported. The device is available for return.